Event description:
Customer reports that the catheter was inserted using the stylet. Once positioned, the stylet could not be withdrawn from the catheter. The catheter was removed and a second catheter was inserted. No difficulities were encountered with the second catheter.